Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the doctor was suturing the patient in the skin, the needle was gone from the thread. The needle was in the patient's skin but the doctor took the needle away. It was reported that there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.